Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedure. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other was na at the time of submission of this medwatch report to the FDA. Medwatch software package requires data in fields.

Event description:
A fibered idc coil was used with a renegade catheter for therapeutic purposes. During the procedure, while trying to pull the introducer out of the microcatheter, the coil got stuck. The procedure was completed with a standard coil.